Manufacturer narrative:
The device, an electric systems foot control w/dir only, was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
There was a report from the USA, that the device had a broken cable. It is known that the device was being used in operation/ surgery and that there was no pt or user injury or intervention. There was no additional info provided